Manufacturer narrative:
One fast-fix 360 reversed curve needle delivery system was returned for evaluation. Visual assessment of the device showed the delivery needle is bent on two planes. T1 is free from the needle. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended due to the bent needle. No root cause related to the manufacturing process can be established.

Event description:
It was reported that during an unknown procedure, when the surgeon deploy t2, the knob would not depressed and t2 was not deployed. No back up device was available. It is unknown if a delay was caused by the device malfunction, but no patient injuries were reported.